Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00149.

Event description:
The patient was undergoing a coil embolization procedure in the right vertebral artery using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed an initial coil and two smart coils into the target location using a non-penumbra microcatheter and the handle. The physician then placed a third smart coil into the patient and attempted to detach the coil using the same handle but was unable to detach the coil on the first attempt. Therefore the smart coil was manually detached by pulling the proximal end of the smart coil pusher assembly. There was no noticeable damage to the pusher assembly after it was removed. Next, the physician attempted to advance a new coil through the microcatheter but was unable to advance the coil out of the tip of the microcatheter. The coil was removed and a new coil was opened. However, the same issue occurred and the physician was unable to advance the coil out of the microcatheter. The physician suspected that a part of the proximal end of the previously implanted smart coil was stuck inside the microcatheter and decided to remove the microcatheter. A new non-penumbra microcatheter was inserted into the patient and used to advance and place the previous coil that was removed, without any issues. The procedure was then successfully completed using a total of twenty seven coils. There was no report of an adverse effect to the patient.